Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified circumflex artery. A 3.50 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The physician attempted to advance the device using two guide wires but still had difficulties. The guide wire in the branch was then removed, followed by removal of the device and it was noted that the stent was lifted. The procedure was completed with a 3.0 x 16 synergy¿ drug-eluting stent. No patient complications nor injuries were reported.